Event description:
It was reported that a capsule tear occurred. The issue was identified during implantation/application of the preloaded intraocular lens (iol). The lens was fully inserted and removed in the same procedure. There was no lens placed and the patient was left aphakic. The cause for the capsular tear is unknown and is suspected to be related to an anatomy issue. The patient had fully recovered. There was no medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: april 03, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the handpiece was received partially advanced. Viscoelastic residue was observed throughout the cartridge; the cartridge tip was bent. No issues were observed with the lens module, device assembly, plunger rod, and plunger rod advancement. The lens was received partially cut and coated in viscoelastic residue. The lens was cleaned revealing lens damage. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.